Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation for a mitraclip procedure. A mitraclip was able to be inserted successfully on the anterior 2/posterior 2 leaflets. A second mitraclip was attempted. The mitraclip was able to grasp the leaflets successfully. The clip was removed with the intent to regrasp in another location. After the clip was removed, the regurgitation jet appeared to be larger than before the grasping of the second clip. This increased regurgitation jet was considered to be from a potential laceration of the leaflet but could not be visualized. The second clip was removed successfully. The final mr was reduced to grade 3-4. There were no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported unspecified tissue injury cannot be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.